Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : part # 04.111.640s, lot # 87p7126, manufacturing site: (B)(4), release to warehouse date: feb 11, 2021, expiry date: feb 01, 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal radius fracture of both hands. For the surgery, vatcp and vrp for the right and left hands, were arranged respectively. It was found that the right vatcp was mistakenly used on the left hand. No further information for the plate used in right hand is available. At that point, 5 screws had been inserted to the plate, and the patient's bone quality was not good. The surgery was completed without any surgical delay. The patient was recommended to be followed up tentatively. The patient outcome was stable. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) 2.4mm ti va-lcp 2-clmn vlr dst rad pl 6h hd/4h shaft/rt-ster . This report is 1 of 1 for (B)(4).